Manufacturer narrative:
Analysis found that the rotational feature spins freely, the inner assembly spins however, it is gravely. Visually, the tip cutting edges were worn. The inner shaft was gouged around the outside diameter 0.56¿ from the distal face of the inner hub and the locking area of the rotating hub was deformed. There were no bends or signs of a concentricity issues. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that the blade was not operating correctly during the ethmoidectomy procedure. The blade was reverberating back and forth. The foot pedal was checked and tested different generator, all appeared well. This was the first time that the device was used. A back up product was used to continue the procedure. There was a 10 minute delay due to trouble shooting. There was no patient impact.